Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203 - imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.

Event description:
Healthcare professional reported right side inflammation, rupture, and capsular contracture baker grade unknown. The device was explanted and replaced.

Event description:
Healthcare professional reported right side inflammation, rupture, and capsular contracture baker grade unknown. The device was explanted and replaced.

Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: rupture: observed three openings in anterior side assessed as fold flaw opening. Capsular contracture: unable to observe as it is a medical event not related to the device. Inflammation/irritation: unable to observe as it is a medical event not related to the device. Additional observations: observed wear abrasion on the device. Observed creases on the device.